Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that a hot axios stent was to be implanted in a transgastric position to treat a pseudocyst during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2021. The physician was using the eus method of deployment where the second flange of the stent is deployed in the scope, and then the stent is released from the scope by advancing the catheter and retracting the scope in a 1:1 fashion. During the procedure, the second flange failed to deploy. The catheter was pushed in and out in an attempt to deploy the second flange; however, the stent fully deployed in the cyst. The procedure was completed using another axios stent. The stent remains implanted and another procedure will be scheduled to remove the mispositioned stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay. Note: it was reported that the handle was rotated as the device was luer locked to the scope. The hot axios stent and delivery system directions for use state "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope."

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that a hot axios stent was to be implanted in a transgastric position to treat a pseudocyst during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2021. The physician was using the eus method of deployment where the second flange of the stent is deployed in the scope, and then the stent is released from the scope by advancing the catheter and retracting the scope in a 1:1 fashion. During the procedure, the second flange failed to deploy. The catheter was pushed in and out in an attempt to deploy the second flange; however, the stent fully deployed in the cyst. The procedure was completed using another axios stent. The stent remains implanted and another procedure will be scheduled to remove the mispositioned stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay. Note: it was reported that the handle was rotated as the device was luer locked to the scope. The hot axios stent and delivery system directions for use state "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope."

Manufacturer narrative:
Block h6: medical device problem code a1502 captures the reportable event of stent positioning issue. Medical device problem code a15 captures the reportable event of stent partially deployed. Impact code f23 captures the intervention of a secondary procedure to remove the mispositioned stent. Block h10: a hot axios delivery system was received for analysis; the stent was not returned. The delivery system was received in position 4. Visual examination of the returned device found the inner sheath was kinked at distal section. A destructive inspection was necessary to destroy the delivery system; there was no evidence of torsion (rotational damage). No other issues with the delivery system were noted. The reported event of stent partially deployed cannot be confirmed; the stent was not returned and was eventually deployed. The reported events of stent positioning issue and additional intervention required could not be confirmed; these failures could not be visually and functionally verified since these are related to the procedure and cannot be replicated in the laboratory of analysis. A labeling review was performed and from the information available, this device was used in a manner inconsistent with the IFU (instructions for use) / product label. It was reported that the handle was rotated as the device was luer locked to the scope. However the IFU states, "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope." Taking all available information into consideration, the investigation concluded that the reported events and observed failure were likely due to factors encountered during the procedure. It may be that the technique used by the physician such as excessive retraction of the delivery system and/or interaction with the scope, limited the performance of the device and contributed to the stent partially deployed, stent positioning issue and inner sheath kinked. Therefore, the most probable root cause is adverse event related to the procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.